Event description:
It was reported that the pt is experiencing pain when getting up from a seated position. She gets cramps from above her knee to her ankle. Pt also states that the pain is similar to the pain she experienced before having implant surgery. Pt is scheduled to see dr (B)(6) week of (B)(6) 2012 for testing.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.